Event description:
It was reported that prior to starting a da vinci s surgical procedure, the wire on the megasuturecut needle driver instrument was observed to be broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that grip cable is loose; however, it is not visibly broken at the wrist. The yaw motion is non-intuitive and removal of the instrument housing found that one grip cable is broken near the clamping pulley cable groove. The other backend cables are not damaged. The clamping pulleys exhibit white residue that may have contributed to the cable breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.